Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 25th distal stent wraps with struts raised. Misalignment was evident to the 17th and 18th distal stent wraps. Deformation was evident to the distal tip. The 0.015-inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the lmca, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. No abnormalities were reported in relation to the patient¿s anatomy. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Procedure was completed using a medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
An image shows the lesion in the left main coronary artery as reported by the account. A guide wire is delivered through the lesion. Pre-dilation of the lesion is performed . A stent is deployed in the left main. A contrast image shows improved patency at the lesion site. A final image shows the treated lesion with improved patency. There appears to be stenosis in the mid lad around the proximal guide wire location. There were no images capturing the reported positioning difficulties. If information is provided in the future, a supplemental report will be issued.